Manufacturer narrative:
The device has been received by depuy synthes power tools. A comprehensive investigation was performed which verified all the manufacturing specifications for this burr style. The samples used were taken from lot # d533043246. Flute depth, material composition, hardness, sharpness and all other dimensional features were found to meet specifications. Furthermore, a dynamic force-to-break test was conducted to determine the material strength of the fluted area of the burr under load. This test was performed while the motor was running to simulate usage conditions. The burr was stressed to a maximum of 9805 ft/lbs at which point the motor and attachment yielded and the test was stopped. The burr did not break and there were no signs of stress fractures during a subsequent microscopy inspection. If add'l info becomes available, a supplemental report will be sent.

Event description:
Report 2 of 3. Report received from USA stating that the device broke during use. The device was being used in surgery. There was no injury reported. It is unk if delay or medical intervention occurred. There is no add'l info available.